Manufacturer narrative:
On 20-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed. It was reported that a unknown patient underwent a unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Dust was found on the upper part before opening. Dust was found on the upper part before opening, so the product was not used. The device was not used on the patient. The procedure was completed without patient's consequence. Device evaluation details: a picture showing catheter packaging was received for analysis, the photo does not provide sufficient information related to the reported event and therefore no result can be obtained from it. Additionally, the product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the stsf. No package nor particle were observed. Due to package being discarded, the complaint cannot be concluded. A manufacturing record evaluation was performed for the finished device 30518200m number, and no internal action was found during the review. The instructions for use (IFU) states that using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a unknown patient underwent a unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Dust was found on the upper part before opening. Dust was found on the upper part before opening, so the product was not used. The device was not used on the patient. The procedure was completed without patient's consequence. The foreign material/dust is MDR-reportable.